Event description:
The customer reported that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the battery and the single board computer and reseated the workstation printed circuit boards and flashed the nodes and formatted the harddrive and reloaded the software. The system was tested and found to be working as intended and put back in service.